Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values 1 day after the sensor was inserted in the abdomen. On (B)(6) 2024 around 6:45 am, the patient got up, went to the yard, and sat there. A few minutes later, the patient was shaking, and she passed out. Her husband called 911 and the paramedics took a bg reading which was 34 mg/dl. According to the patient, the last cgm reading she saw on her insulin pump 78 mg/dl and going down and she received an alarm that it was decreasing. While on the ambulance she was treated with oral sucrose and IV medication. She was taken to the hospital. At the emergency room they monitored her bg readings. They provided her peanut butter cracker, and the bg readings went back to normal. The patient was discharged after 3 and a half hours. At the time of the report the patient was good. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.